Manufacturer narrative:
Investigation results completed on a smiths medical cassette reservoirs - flow stop. Five sample cassette product p/n: 21-7302-24, l/n: 379390. Picture provided below of the five samples received. The devices arrived in good condition. Accuracy testing was done on the five samples with the cadd legacy plus device. All passed except one out of five. Device testing was done p/n: 21-7302-24, l/n: 3939035, and conducted by quality engineer on 17/feb/2020, in order to verify that there are no situations or practices that could create the event as described in "complaint" no discrepancies were found. The conclusion was the device was still with in the -6% specifications. A CAPA was opened on 15/oct/2019 in order to develop root cause.

Event description:
Investigation completed on a smiths medical cadd cassette reservoirs - flow stop device. Summary will be resulted in h -10.

Event description:
Information was received indicating that after administering medical fluid to the patient using a smiths medical cadd 100 ml medication cassette reservoir for 24 hours at a flow rate of 3.6ml/h. The customer noticed that the amount of medical fluid actually remaining in the cassette was larger than indicated on the screen by about 10 mls. A total of 86.4 mls of medical fluid was supposed to be dosed. There was no reported adverse events.